Event description:
As reported: "patient had existing total hip followed by a cup revision sometime in 2004. Doctor performed hip revision on (B)(6) 2019 to take out the existing stem and head construct, replace with a competitor construct and head, and replace the existing stryker trident liner. Doctor said patient was symptomatic for hip pain and short leg syndrome. He planned to remove the stem and femoral head while leaving the cup if it was well-positioned. After dislocating the hip, he was able to remove the stem and head together as a singular construct. He then used an osteotome to remove the existing trident liner. He assessed cup positioning and decided it was acceptable. He then implanted a 40g trident liner (the same as what was explanted). He then implanted a competitor construct and fitted it with a 40mm head". Rep provided a pre-revision x-ray, revision usage sheet, and explant picture. Spoke to rep. Rep confirmed that no further information or explants will be released by the hospital or surgeon.

Manufacturer narrative:
Correction: update to implant date. An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade plus tmzf stem #3. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. The subject device has been identified to be within scope of (B)(4) and CAPA pr 1319376. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of (B)(4) and CAPA pr 1319376. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
As reported: "patient had existing total hip followed by a cup revision sometime in 2004. Doctor performed hip revision on (B)(6) 2019 to take out the existing stem and head construct, replace with a competitor construct and head, and replace the existing stryker trident liner. Doctor said patient was symptomatic for hip pain and short leg syndrome. He planned to remove the stem and femoral head while leaving the cup if it was well-positioned. After dislocating the hip, he was able to remove the stem and head together as a singular construct. He then used an osteotome to remove the existing trident liner. He assessed cup positioning and decided it was acceptable. He then implanted a 40g trident liner (the same as what was explanted). He then implanted a competitor construct and fitted it with a 40mm head". Rep provided a pre-revision x-ray, revision usage sheet, and explant picture. Spoke to rep. Rep confirmed that no further information or explants will be released by the hospital or surgeon.